Manufacturer narrative:
The device associated with this report was not returned. A complaint database search against the provided product code identified similar reports which when confirmed were attributed to product wear out. The black celcon portion of the impactor is designed to be disassembled from the metal portion and replaced after heavy usage, reusing the metal portion. The investigation could not verify the reported event or draw any conclusions without the instrument to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After the total knee replacement, the scrub nurse commented that the black plastic part of the femoral impactor was continually coming loose despite being retightened. Rep believes that the plastic thread has worn down over time and will never be able to be tightened fully again. No delay or adverse event.